Event description:
A surgeon reported that following the laser-assisted portion of the cataract surgery, the posterior capsule ruptured. The rupture was observed after the entire lens had been removed, and there was no dropped lens. An anterior vitrectomy was performed, and a three-piece intraocular lens (iol) was placed in the sulcus. In a follow up, the surgeon reported that the patient was doing well postoperatively, and no issues were anticipated. No further information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).